Manufacturer narrative:
(B)(4). The 04/17/2016 dates on this user facility report differ from the manufacturer's records. The information available to the manufacturer indicates that the patient underwent a heart transplant on (B)(6) 2015 (not (B)(6) 2016 as reported on this user facility report). Additionally, there was no information reported to the manufacturer regarding the diagnosis of a cva on (B)(6) 2016. No further information was provided. The manufacturer has closed the file on this event.

Event description:
Information from voluntary event report mw5063428: pt underwent lvad implant at (B)(6) in (B)(6) 2015. Pt experienced multiple gi bleeding episodes after lvad. Pt listed as 1a for heart transplant. Pt underwent heart transplant on (B)(6) 2016. Pt diagnosed with cva on (B)(6) 2016. Lvad was returned to MFR for eval. Concomitant medical products: danazol 200mg oral 1 cap 2/day, octreotide 200 mcg/ml injectable solution 0.25 ml, (500 mcg) subcutaneous 3 times a day, sildenafil 200mg oral 1 tab 3 times a day, melatonin 3mg oral 1 tab once (deb time) as needed., sertraline 100 mg oral 1 tab once a day, warfarin 3mg oral 1 tab once a day, docusate sodium 100mg oral capsule 1 cap 2/day, ferrous sulfate 325mg (65mg elemental iron) oral, 1 tab 2 times a day, magnesium oxide 400 mg (241.3 mg elemental - elemental magnesium) oral tablet 2 tabs 2/day, multivitamins 1 tab orally once a day, pantoprazole 40mg oral delayed release tab, 1 tab orally 2 times a day, sucralfate 1 g oral tablet 1 tab orally 4/day.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. Device evaluation: no issues were noted upon evaluation of the returned pump. Examination of the sealed inflow conduit, sealed outflow graft, and pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a heart transplant on (B)(6) 2015 as status 1a due to a previously unreported history of gastrointestinal bleeding. The patient's first onset of gastrointestinal bleeding was reported to be (B)(6) 2015. An esophagogastroduodenoscopy, colonoscopy and capsule endoscopy were performed. A bleed in the ileum was suspected but not confirmed. The patient was started on 100mg of octreotide twice daily and the patient's warfarin regimen was discontinued for a short time period. The patient's aspirin dose was reduced from 325mg to 81mg. It was reported that the patient's international normalized ratio goal was reduced to 1.8-2.2. No other bleeding events were reported.